Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-dec-2016, an fse visited the customer site and found that the wash motor was over heating when the instrument was in use for a while causing the motor to lock up and two 2-way valve to stick. Therefore he replaced the wash unit and 2-way valve. As verification, he performed a daily maintenance procedure successfully and the customer ran quality controls (qc) on all assays which passed within range. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was due to a defective wash motor.

Event description:
On (B)(6) 2016, a customer reported obtaining error 4039: wash probe home not found and error: 5026 washer task errors with their aia-360 analyzer. The customer was unable to run troponin and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of troponin and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.